Event description:
Reportedly, before inserting the vega r52 into the introducer. The physician wiped the lead with a wet sterile cloth and inadvertently moved the suture sleeve to the distal end of the lead. And stuck on the screw housing. It couldn't be moved from there. His question is, whether it's normal, that it can't be moved from there?

Manufacturer narrative:
Summary of the investigation: the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency, during the manufacturing process. Which, might be related to the reported issue. As received, the suture sleeve was found inadvertently moved to the distal part of the lead. No damages observed, on the suture sleeve. By design, the suture sleeve presents resistance, when attempting to remove it from the proximal is-1 connector or from the distal part (the screw housing). And it is expected, that the suture sleeve stuck at these/this level (s). To gently remove or to slide the suture sleeve through the lead body, a saline solution could be used. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes.

Event description:
Reportedly, before inserting the vega r52 into the introducer, the physician wiped the lead with a wet sterile cloth and inadvertently moved the suture sleeve to the distal end of the lead and stuck on the screw housing. It couldn't be moved from there. His question is whether it's normal that it can't be moved from there?